Event description:
Patient undergoing cardiac catherization with stent placement. Kinetix ptca guidewire inserted. As guidewire was being removed, the tip of guidewire broke off in the vessel. Unable to retrieve. Stent deployed over the wire to afix to the vessel wall.